Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 238 mg/dl. During troubleshooting, the customer stated the drive support cap appeared to be normally positioned and was not pressed. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.